Event description:
It was reported that this right atrial lead found to be dislodged. A revision procedure was performed, and the lead was successfully repositioned. No additional adverse patient effects were reported. Currently, the lead remains in service.